Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sep2019. The product support engineer (pse) troubleshot the issue with the customer over the phone. It was determined that gasket is missing from test syringe. The pse provided the part number for the gasket. The customer will order and repair the device. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator was failing the leak test. The ventilator was not in use on a patient at the time of the event occurred.